Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a battery compartment crack. There was no health event reported. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 7/24/2017 with the following findings: during visual inspection of the pump, it was observed that the battery compartment was cracked and there was moisture in the compartment. During testing, the pump powered up to a blank display. The pump was opened and there was evidence of moisture throughout the pump internally.